Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after a routine generator change, the patient presented due to an alert for high impedance of the right ventricular (rv) lead. Upon interrogation and revision, the implantable cardioverter defibrillator (ICD) was pulled out of the pocket and the rv and superior vena cava (svc) defibrillation leads pulled right out of the header of the device. Upon evaluation, it appeared that the setscrews were never completely tightened during the previous change out. The leads were reinserted into the device header and all measurements were within normal limits. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.